Event description:
It was reported that low pacing lead impedance was observed. The patient received inappropriate therapy due to noise. Programming changes were made. The patient was fine and the system remains implanted.